Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified artery. A promus element stent of unknown size was advanced to the lesion and deployed. Post procedure angiography revealed that the stent had 'recoiled.' The procedure was completed with this device. No patient complications occurred. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Estimated date (reported as occuring last week).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed an anterior cuff miss during needle deployment as evidenced by the untouched anterior cuff tabs. Subsequently, the suture could not be retrieved when retracting the needle plunger. The knot would not form to be advanced to the arterial surface to close the vessel. Since the original plunger was not returned with the device, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Because the needle to cuff miss failure mode is generally associated with technique issues or patient anatomical conditions, the multiple occurrences of this failure mode are not an indication of a potential problem with this lot. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device did not achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.